Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The harddrive and the software upgrade were installed during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had blank saved cine images. No pt injury was reported.